Event description:
Procedure: lung volume reduction. According to the reporter: having successfully fired two duet trs reloads, the third reload jammed when firing on tissue. The lung tissue was torn when removing instrument. Suture and another device was used to correct condition.